Event description:
It was reported that the needle 30x1/2 rb experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 305106, batch no: 8290968. He described it as it looked like it was covered with dirt. Pc questionnaire ¿ foreign matter: 1. Could you provide a photograph that includes the lot number? No. The photographs were included in the original source document. 2. Were non-supplied components used in preparing/administering the dose? Yes. An injection from the clinic¿s supply was used instead to administer the dose. A. If yes, what was used? (Brand & item#): needle regular wall sterile; item #16-n3005 (30g injection needle) 3. Was the supplied 19g filter needle used to withdraw the dose? Yes. 4. Was the shipping container damaged? No. 5. Was the product carton damaged? No. 6. Was the tamper evident seal present on the carton? Yes. 7. Was the tamper evident seal intact when the product carton was received? Yes. 8. Which component contains the foreign matter: injection needle packaging (unopened). D. Injection needle location: in the packaging. 9. When was the foreign matter noticed: on (B)(6) 2019 upon opening the carton. 10. Can you describe the foreign matter in terms of shape/color/size? Tiny black metallic fragments, almost like shavings. 11. Does the foreign matter appear to be free-floating or fixed to the component? Some of it is sticking to the edges of the packaging and the area where the needle attaches to the syringe. Some of the particles are free floating. 12. Describe any methods used to clean the vial or components? None. 13. Was the vial upright or inverted during the withdrawal? Inverted. 14. Was the dose prepared in advance? No. The provider prepares it on site.

Manufacturer narrative:
H.6. Investigation: one sample was received. It came in the sealed packaging blister. It has residues of black dried ink. The three photos show the same sample with the black foreign matter. This would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed and the blister is sealed. In this case when the part was placed in the ¿nest¿ and before the top web was placed residues of ink dropped in to the ¿nest¿. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 30x1/2 rb experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 305106 batch no: 8290968. He described it as it looked like it was covered with dirt. Pc questionnaire ¿ foreign matter: could you provide a photograph that includes the lot number? No. The photographs were included in the original source document. Were non-supplied components used in preparing/administering the dose? Yes. An injection from the clinic¿s supply was used instead to administer the dose. A. If yes, what was used? (Brand & item#): needle regular wall sterile; item #16-n3005 (30g injection needle). Was the supplied 19g filter needle used to withdraw the dose? Yes. Was the shipping container damaged? No. Was the product carton damaged? No. Was the tamper evident seal present on the carton? Yes. Was the tamper evident seal intact when the product carton was received? Yes. Which component contains the foreign matter: injection needle packaging (unopened). Injection needle location: in the packaging. When was the foreign matter noticed: on (B)(6) 2019 upon opening the carton. Can you describe the foreign matter in terms of shape/color/size? Tiny black metallic fragments, almost like shavings. Does the foreign matter appear to be free-floating or fixed to the component? Some of it is sticking to the edges of the packaging and the area where the needle attaches to the syringe. Some of the particles are free floating. Describe any methods used to clean the vial or components? None. Was the vial upright or inverted during the withdrawal? Inverted. Was the dose prepared in advance? No. The provider prepares it on site.